Event description:
It was reported that a patient underwent a pulmonary vein isolation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and while attempting to go transseptal with the needle, the dilator was found broken in the hub. The damage was observed on the shaft. The sheath was replaced and the procedure continued. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-aug-2025, the product investigation was completed. It was reported that a patient underwent a pulmonary vein isolation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and while attempting to go transseptal with the needle, the dilator was found broken in the hub. The damage was observed on the shaft. The sheath was replaced and the procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed that the dilator hub was found detached from the dilator shaft. For this reason, a supplier manufacturing investigation was requested and it was determined that this complaint could not be confirmed as manufacturing-related since the engagement area inside the hub measured was 10 mm which is the normal insertion amount for the dilator shaft to the dilator hub. No other issues were observed with the dilator that could result in in the hub being detached device history record review was performed for the finished device number lot 00002856 and no internal actions related to the complaint was found during the review. The dilator issue reported by the customer was confirmed. The potential cause of the hub detachment could be related to the manipulation of the device during the procedure; however, this can not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: do not remove the dilator or catheter rapidly. Slowly remove or insert the dilator or other devices. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-jun-2025, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).